Event description:
It was reported that a review of stored ventricular episode revealed mirrored noise on the right ventricular (rv) lead and this right atrial (ra) leads. Ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. Subsequently a review of latitude information showed that over the last year the atrial impedance has dropped gone down to about 30 ohms. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Calcification was noted on the lead insulation. Additionally, outer insulation abrasion was observed 30 to 40mm from the tip. The insulation damage was consistent with lead on can abrasion. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that a review of stored ventricular episode revealed mirrored noise on the right ventricular (rv) lead and this right atrial (ra) leads. Ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. Subsequently a review of latitude information showed that over the last year the atrial impedance has dropped gone down to about 30 ohms. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.